Event description:
It was reported that the 2800 system will not power up and the surge suppressor board is blown. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the surge suppressor board (pcb). The system was tested and found to be working as intended and placed back into service.